Manufacturer narrative:
(B)(4). When reviewing similar reportable events for enterprise 5000, 8000 and 9000 beds (the same hi/lo actuator is suitable to be used with each of these brand names), we have found three similar fault descriptions compared to the one investigated here: unintended movement of the bed caused by the position lost on the height actuators. The trend observed from reportable complaints with this failure mode for enterprise bed is considered to be very low. Taking into consideration that over (B)(4) enterprise beds have been sold since 2006, the complaint ratio is considered to be low - the failure rate for incidents of this type is below (B)(4) against the installed base. The hi/lo actuators are a part of the electrical system on the enterprise range bed. These motors together with the other electrical component allow a bed to move in the up and down direction as well as to achieve the head down tilt and foot down tilt position. The device involved in the event was inspected at the user's facility by an arjohuntleigh rep, who had found that the bed went into tilt mode when the raising or lowering function on the hand control is pressed. The technician was able to repair the device by performing a recalibration of height actuators. This info suggest that the most likely cause of the unintended movement was failure in the synchronization of hi/lo actuators. We have been unable to identify the actual catalyst that has caused the loss of position, but beds with this particular system can get a position lost caused by one of the following; defect motor cable, defect actuator, emc noise, or under very special circumstances if for example running on very low battery or similar extreme cases. This theoretically could result in a reset on microprocessor, which erases the flash memory where the last positions of the actuators are stored. The product involved in the incidents is an enterprise 5000be42a12ba, serial number (B)(4), which was manufactured on 02/28/2012. The device history record has been reviewed; no anomalies were recorded at the time of manufacture. It is also worth noting that at the time of the incident ((B)(6) 2014) that as the bed was over 2 years old and we are not aware of any other problems with the bed prior to the incident. According to the product instructions for use (e.g. #746-445_6), which are supplied together with each enterprise 5000 device, in section 7. Care and preventive maintenance, the device is subject to wear and tear during use and in order to ensure that it continues to perform within its original spec, preventive maintenance procedures should be carried out regularly. Additionally, in order to reduce the risk of the bed working with position lost on hi/lo actuators, the user is informed that a full test of all electrical bed positioning functions should be performed annually, by suitable trained and qualified personnel. Also, the user is warned that failure to carry out these checks, or continuing to use the product if a fault is found, may compromise the safety of both the pt and carer/user. Unfortunately, we have not received any service/maintenance history against device involved in this event, so we are not in a position to determine if adequate preventative maintenance was performed on these in accordance with our recommendations. In summary the device failed to meet specs, pt was using the bed when the event occurred - fortunately there was no injuries sustained. Given the circumstances and the number of products in the market this incident appears to be a remote issue. We shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
(B)(4).